Event description:
Reported 1 false positive result for on patient. Unknown symptomatic or asymptomatic. The customer communicated the result was confirmed positive by molecular (pcr testing). Several attempts were made to gather further information from the customer without success.

Manufacturer narrative:
Investigation summary:a review of complaint history did not identify any adverse trends. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: email.